Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a stimulator. It was reported that the adaptive stimulation (as) sensor did not seem to be adjusting automatically but it was assessed if the sensor was correctly recognizing positioning, and it was. It was also reported that the implantable neurostimulator (ins) was heating up for no reason. There were no contributing factors identified. Impedances were within normal limits and the rep reset the sensor along with readjusted the system. The rep suspected that the heating might have been due to fluid in the head of the battery. The patient was directed to turn the system off for a couple of hours to see if the heat dissipates and to turn the ins back on to see if it heats up again. In the end, it was noted that the patient was supposed to get back to the rep to set up an appointment if the ins continued to heat unexpectedly. It was unknown if surgical intervention was planned and there were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that initially the physician thought it was fluid in the header, but when the physician replaced the ins, he noticed a fluid bubble in the lead/extension. The rep reported that the physician was able to push on the bubble and the bubble was inside/underneath the lead coating. The ins was replaced on the day of the report. The rep reiterated that the patient was experiencing heating on the ins site along with stimulation on/off, increased frequency. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins would be replaced on (B)(6) 2019 and the device will be returned for analysis. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was sent to pathology and would be returned for analysis after pathology is done with it. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had experienced the battery heating since implant. It was reported that the patient was scheduled for an ins battery replacement. No further complications are anticipated.